Manufacturer narrative:
If more information is retrieved, a follow-up will be submitted.

Event description:
This adverse event occured in (B)(6), united kingdom. The plate was used for a cmc1 fusion and the patient returned with a broken plate. Further surgery was necessary.